Event description:
Boston scientific received information that this attempted right ventricular (rv) lead did cause or contribute to the patient experiencing asystole and complete heart block as a result of attempting to position this lead. This lead became dislodged prior to pocket closure. As a result of the change in patient condition, the physician elected to use an active fixation model lead.

Manufacturer narrative:
The boston scientific local area sales representative stated that this lead had been discarded. No further information is expected.